Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was being checked for a lead migration via a head MRI. The caller had no further details about the issue. An information request was made regarding MRI compatibility guidelines. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). Adverse event or product problem: adverse event only as there was no reportable product malfunction/problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that the MRI was done and there was no evidence of lead migration. It was reported that the patient had lost control of the left upper extremity tremor. No further patient complications were reported/ anticipated as a result of this event. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that the MRI was done and there was no evidence of lead migration. It was reported that the patient had lost control of the left upper extremity tremor. No further patient complications were reported/ anticipated as a result of this event. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.